Event description:
A malfunction alarm was reported with code malf 12. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided information to reset the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and acknowledged that they would contact support again if a malfunction code reappeared.